Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, during insertion of the commander delivery system with the valve, the system was advanced through the esheath with normal push force. However, after the commander delivery system exited the esheath, it was seen that the commander delivery system was bent and a lot of tension was in the system. The team was able to push the system forward, but as they attempted to perform valve alignment, they were unable to pull the balloon shaft back and valve alignment was unsuccessful. The decision was made to removed the delivery system, valve, and esheath as a unit using clamps. A new system was prepared and the valve was successfully implanted. The puncture site had to be closed surgically, and a pacemaker was implanted due to conduction changes. The patient left the cath lab with a successful implanted. Per pre-deco findings, the distal tip of the esheath was damaged.

Manufacturer narrative:
Investigation is still ongoing. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03827 for the reported event of the puncture site injury and manufacturer report no: for the reported event of the pacemaker implantation due to conduction changes.

Manufacturer narrative:
Correction to h6 based on additional information. The esheath was visually inspected upon return and the following was observed: distal tip split and soft tip damage, soft tip damage, and kink approximately 7.5 cm from the tip. Due to condition of the returned device, no applicable dimensional and functional testing was able to be performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: esheath IFU, commander and s3 IFU, device preparation manual, and procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip split was confirmed through evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. As reported, 'therefore the commander delivery system with valve were removed together with the esheath with force using clamps'. Per training manual, 'withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position'. As difficulty and resistance occurred during withdrawal it is possible that excessive device manipulation may have been applied to overcome the withdrawal difficulty, causing the thv to come into contact with the sheath distal tip and leading to the observed distal tip split. The use of excessive force and tools during delivery system and sheath withdrawal could have additionally led to the damage observed on the sheath's distal tip. Available information suggests that procedural factors (excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.